Event description:
Customer reported being treated by emergency medical team for low blood glucose levels due to received extra insulin. Customer stated that she set up a second reservoir. At time of call reservoir volume shows 73.0u, customer stated that she filled reservoir to 300. Customer is new to pump. Customer was instructed to call medtronic minimed before she does next prime to verify prime procedure.